Manufacturer narrative:
Device history record: the DHR shows no abnormalities related to the reported failure. Mayfield modified skull clamp (a1059) was returned for evaluation. The reported complaint was confirmed. Evaluation showed that the lock has movement and a residue buildup is present. The unit needs repair and replacement of worn parts. General maintenance and cleaning required. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
This is 2 of 4 reports linked to mfg report numbers: 3004608878-2021-00204, 3004608878-2021-00206, 3004608878-2021-00207. A facility reported that the locking mechanism on the mayfield modified skull clamp (a1059) was unstable. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.